Event description:
6 rs-17l probes were tested in total and had shaft frosting. Doctor did not want to wait on any others to be tested, he proceeded with 2 probes that did frost completely up the shaft. Probes were placed percutaneously and frost did come in contact with the skin. Complaint 1 of 6.

Manufacturer narrative:
Device discarded at the hospital. No functional evaluation possible. Device history record review did not show any issues.